Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, however it was noted that the display lens was broken. It was also noted that the side bail covers were broken and contaminated, the battery contacts were compressed, the ring bail was bent and the keyboard was scratched. (B)(4).

Event description:
It was reported the lower display is cracked. The device was returned for repair and calibration. There was no patient involvement.